Event description:
The customer reported that they have received questionable results for an unspecified number of patient samples tested for estradiol. Of the samples that were questioned, one patient sample had erroneous estradiol results. The sample initially resulted as >3000 pg/ml. The sample was repeated automatically at a 1:10 dilution and the result obtained after the dilution was confirmed to be > 3000 pg/ml. The specific result obtained after dilution could not be provided. The > 3000 pg/ml value obtained after the dilution was reported outside of the laboratory. The doctor did not trust the reported value since the result did not fit with the patient's clinical picture. The doctor requested a repeat of the sample. The sample was repeated twice, resulting as 2152 pg/ml and 1974 pg/ml. The sample was also repeated on an "imulite" analyzer, resulting as 2100 pg/ml. The repeat result was believed to be correct. The patient was not adversely affected. The estradiol reagent lot number was 18190801, with an expiration date of 10/31/2015. The field service representative determined that the customer was not using rack inserts with their 13x100mm sample tubes. He instructed the customer on the use of rack inserts. The customer ran a calibration and ran quality controls; all were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.